Event description:
I have been using dexcom's g7 continuous glucose monitor for the past 14 months to help manage my type 1 diabetes and I have experienced an unacceptable amount of issues with product during that time. Dexcom claims that the sensors will provide accurate and reliable glucose readings for 10 days after sensor application, however the majority of my sensors begin to display "sensor issue" warnings repeatedly after only 5 or 6 days of wear and the glucose readings begin to become inaccurate, jittery, and extremely unreliable. This is extremely dangerous for a product that is approved for automated use with tandem's t-slim x2 insulin pump, which is capable of giving automatic insulin boluses when rising glucose levels are detected. If an automatic insulin dose was given due to the dexcom g7 cgm (continuous glucose monitor) falsely indicating rising glucose, this could have life-threatening implications for patients. Over the past one year, dexcom has sent me over 30 replacement g7 cgm sensors due to product issues. To make matters worse, on april 17th, 2024, dexcom sent out an email to all consumers admitting that "dexcom g7 continuous glucose monitoring system (cgm) sensors may not always last up to 10 days" which contradicts the products marketing and advertising labeling it as a 10 day wearable. To make matters worse, the email seems to blame the issue on user error rather than providing transparency on the root cause of these product quality issues and explaining what dexcom can and will do to address them. Based on this information I'm urging to FDA to launch a full investigation into the safety and product quality of the dexcom g7 as well as potential false advertising. I would also like to share the following list of additional feedback and complaints: - there is no way to provide direct feedback to dexcom. The app should allow a free form comment box, but it seems like dexcom is doing everything possible to deflect customer comments. Dexcom also does not provide any way to simply email or use an online form to give general feedback and it seems like they are intentionally hiding from their own customers - as I stated before, dexcom claims a 10 day sensor life, but most g7 sensors I've had are not lasting 10 days. This makes the entire 'solution' unreliable as I never know when a sensor will just give up. Worse, insurance will cover these devices at an expected 10 day lifecycle and if you are shorting us by multiple days the knock on effect will be insurance problems. The fact that most of my sensors don't give me accurate and reliable readings for the full 10 days speaks to a significant issue with design or manufacturing. - while customer support generally has always replaced a bad sensor, I've experienced wait times of 30-45 minutes to talk to a live person (which was to give feedback). Using the request a callback feature is not really helpful when that call might come several hours later, at a time or location that is not convenient. Given more sensor failures, this is now even more of a problem. - dexcom provides no clarity or communication with their customer base. We are not informed of what changes/updates were made with each sensor revision or even the order of the revision numbers. The practice of providing release notes for a product involves giving customers a detailed, written breakdown of what and why changes were made to hardware and/or software in an update or new version release. The version history for the mobile app has this, but the notes are nothing more than "bug fixes and performance enhancements" which is the absolute bare minimum that app stores require. There is nothing like this for the physical sensors themselves. As patients and consumers we deserve transparency on any and all changes being made to a medical device we rely on. Reference reports: mw5154103, mw5154104, mw5154105, mw5154106, mw5154107, mw5154108, mw5154109, mw5154110, mw5154111, mw5154112, mw5154113, mw5154114, mw5154115, mw5154116, mw5154117, mw5154118, mw5154119, mw5154120, mw5154121, mw5154122, mw5154123, mw5154124, mw5154126, mw5154127, mw5154128, mw5154129, mw5154130, mw5154131, mw5154132.